Manufacturer narrative:
Siemens has completed an investigation of the reported event. The cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore, a user error. Due to the strong magnetic field, particular safety measures have to be adhered to in order to prevent injuries. The magnetom skyra system manual section and the magnetom system owner manual section provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. Special warning signs are posted at the entrance of the controlled access area (magnet room). The responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of magnetizable objects into the magnetic field is contrary to the statements given in the operating instructions. This event occurred in (B)(6).

Event description:
It was reported to siemens that a nurse suffered an injury while operating the magnetom skyra system. A nurse entered the magnet room with a ferromagnetic oxygen bottle which was immediately attracted to the magnet. The nurse sustained an abrasion to her right thumb as well as pressure pain to the abdomen. The nurse was transferred and evaluated in the clinic, however, no further information concerning the injury or medical treatment was provided.